Event description:
The abbott ambassador observed a spark originating from the sample manager icb during quarterly maintenance of the alinity s system. Following the spark, the system generated error codes 5120-b715 (sample manager icb-stepperpg 36v) sensor failed, and 5120-b715 (sample manager icb ¿ stepperflt 36v) sensor failed. No injuries or harm to the user were reported, and there was no impact to patient management.

Manufacturer narrative:
The ambassador completed preventive maintenance on an alinity s system, serial number (B)(6). A spark was observed by the sample manager integrated circuit board (icb) at component j20 when powering the instrument back on and message codes were generated. The ambassador determined the assy rcps spin motor and cable - rcps devices were the cause of the issue. The replacement of the parts resolved the issue. A review of the instrument service history identified no contributing factors to the current complaint. A review of the complaint and trending data identified no trends for the parts or the alinity s instrument with regards to the issue in the current complaint. The device history record was reviewed, and no nonconformances, potential nonconformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity s system, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott ambassador observed a spark originating from the sample manager icb during quarterly maintenance of the alinity s system. Following the spark, the system generated error codes 5120-b715 (sample manager (B)(4)) sensor failed, and 5120-b715 (sample manager icb (B)(4)) sensor failed. No injuries or harm to the user were reported, and there was no impact to patient management.